Event description:
During a procedure to place a distal radius plate, one of the screws did not lock to the plate, but went through it into the pt's bone. The surgeon had to remove the plate in order to remove the screw and then placed a new plate and screws to complete the procedure. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.